Event description:
It was reported that during a procedure the ultrasonic scalpel burned the small bowel of the patient. The patient was opened up to determine the extent of the burn. It was reported that the burn was small and did not require any treatment. The user facility reported that the patient was in satisfactory condition following the procedure.

Manufacturer narrative:
The complaint device was not returned to (B)(4) so a device evaluation could not be performed and a root cause could not be determined. The user facility did state that the device was inside the patient while not being activated. (B)(4) state: "while not in use, the instrument's blade should be kept out of contact with the patient, drapes, or flammable materials in the case that accidental activation occurs." "During prolonged activation, the blade, the clamp arm, and the distal 7 cm of the shaft may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times." "Avoid inadvertent contact with all exposed blade surfaces and surrounding tissue as the entire exposed blade tip will cut/coagulate tissue when activated." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.